Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. . As per complainant a fractured screw had led to the implant removal. We did only receive the implant, but not the screw nor any screw fragments inside of the implant. This MDR submission is a late submission. A CAPA has been issued.